Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had possible intermittent undersensing noted on stored electrograms (egm) resulting in possible false classification of episode termination. The lead remains in use. No patient complications have been reported as a result of this event.